Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the ipg was unable to communicate with the external devices. The patient reports it has been a few months since last received stimulation and recharged the device. Surgical intervention may be pending to address this issue.

Event description:
Additional information received identified the patient underwent surgical intervention wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.